Event description:
Complaint alleges: during use, the adjustment nut broke loose on the retractor causing the gear to fall out of the sterile field onto the floor. There was no pt injury and the pt's current condition is fine.

Manufacturer narrative:
Device sample rec'd by MFR, but investigation is still underway at time of this report.